Event description:
The customer reported to olympus, that the hd camera head had no image. The issue was observed during reprocessing. Therefore, no procedure or patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer¿s allegation cannot be confirmed. The issue of no image was not able to be reproduced and no other faults were found during the device evaluation. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.